Manufacturer narrative:
The events of "seroma,¿ ¿swelling prior to explant procedure¿ ¿bia-alcl" and ¿capsular contracture,¿ baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl." Date of alcl diagnosis: "jul/2019."

Event description:
Patient representative reported patient experienced ¿seroma,¿ ¿swelling prior to explant procedure¿ ¿bia-alcl,¿ pathological markers not provided, ¿capsular contracture,¿ baker grade not provided, ¿anguish, anxiety ¿ due to diagnosis of alcl,¿ ¿chronic pain,¿ ¿pain ¿ prior to explant procedure¿ and ¿mental pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿past and future economic and non economic damages,¿ ¿suffering, disfigurement¿ and ¿depression due to diagnosis of alcl, and aggravation of depression;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.